Manufacturer narrative:
(B)(4). The complaint cosycabinet is mfg by sms technologies, but was used in conjunction with a fisher & paykel healthcare infant warmer. The sms technologies cosycabinet is distributed only in (B)(4) and (B)(4), not in the united states. The hospital checked the fisher & paykel infant warmer and sms technologies cosycabinet for functionality. Results: the hospital reported that the micro switch, which is an sms technologies switch that shuts off the warmer head when the head is rotated to shut the cosycabinet, was not functioning. Conclusion: there was no fault found with the fisher & paykel healthcare iw980 infant warmer. Based on info provided by the hospital who evaluated the devices and a fisher & paykel healthcare rep who visited the hospital, the smoke was a result of: the sms technologies shut off switch not functioning properly. The hospital leaving a folder directly under the warmer head. The hospital has reported that they have implemented the following preventative measures: annual check of their warmer/cabinet units to ensure that the back-up switches are operational. Changing the practice of where folders/paperwork is placed in relation to the warmer head. Sms technologies has been notified of this complaint.

Event description:
A hospital in (B)(6) reported the following via a fisher & paykel healthcare rep: they had an iw980 baby controlled wall mount infant warmer inside of a cosycabinet (mfg by sms technologies). The hospital rotated the infant warmer head after use and closed the cosycabinet door. The staff noticed a smell and smoke coming from the cosycabinet. When the cosycabinet was opened, the hospital noticed that a checklist had been left under the warmer and had browned and started to smoke, but did not catch fire. The hospital reported that the warmer had not shut off when the head was rotated. The hospital reported that there were no injuries to pts or staff members.